Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 448 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 228 mg/dl using truebalance meter and 213 mg/dl using truebalance meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/16/2019 and open vial date is 05/14/2017. The meter memory was reviewed for previous test result history: 221mg/dl (B)(6) 2017 06:03 pm fasting: yes; 448mg/dl (B)(6) 2017 10:00 am fasting: yes; 358mg/dl (B)(6) 2017 08:25 am fasting: yes; 258mg/dl (B)(6) 2017 05:26 am fasting: yes; 344mg/dl (B)(6) 2017 05:14 am fasting: yes. Memory concerns:448mg/dl fasting customer called in states the meter is reading high. Customer states her meter read 448mg/dl fasting.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Correction: correction made on the meter serial number. Correct serial number is (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 448 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 228 mg/dl using truebalance meter and 213 mg/dl using truebalance meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/16/2019 and open vial date is 05/14/2017. The meter memory was reviewed for previous test result history: 221mg/dl 06/13/2017 06:03 pm fasting: yes; 448mg/dl 06/13/2017 10:00 am fasting: yes; 358mg/dl 06/13/2017 08:25 am fasting: yes; 258mg/dl 06/13/2017 05:26 am fasting: yes; 344mg/dl 06/13/2017 05:14 am fasting: yes. Memory concerns:448mg/dl fasting. Customer called in states the meter is reading high. Customer states her meter read 448mg/dl fasting.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 448 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 228 mg/dl using truebalance meter and 213 mg/dl using truebalance meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/16/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 221mg/dl (B)(6) 2017 06:03 pm fasting:yes; 448mg/dl (B)(6) 2017 10:00 am fasting:yes; 358mg/dl (B)(6) 2017 08:25 am fasting:yes; 258mg/dl (B)(6) 2017 05:26 am fasting:yes; 344mg/dl (B)(6) 2017 05:14 am fasting:yes. Memory concerns: 448mg/dl fasting. Customer called in states the meter is reading high. Customer states her meter read 448mg/dl fasting.